Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a remote transmission. Programming changes were recommended. The patient was asymptomatic and monitoring will continue with follow up.